Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced. The cause of the reported condition was determined to be faulty main batteries. The main batteries were replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation by the quality engineers, the root cause of the reported condition was assigned to use/user error.